Event description:
The lay user / patient contacted lfs on (B)(4) on (B)(6) 2011 alleging that they were unable to test on their meter. The meter is stuck in the meter settings mode. The patient mentioned that the alleged issue began on (B)(6) 2011. Due to the alleged issue the patient was unable to test and did not exhibit any symptoms. The patient went to visit his physician on (B)(6) and obtained a 280 mg/dl and was treated with 16 units of insulin. The patient was not exhibiting any symptoms when he went to visit the physician. The technique of applying blood on the test strip was correct and the test strips is absorbing the blood sample; however, meter was not displaying a blood glucose reading. The alleged issue was not resolved over the phone. The meter was replaced. The complaint is being reported since the patient alleged that since he was unable to test his blood glucose, he ended up receiving insulin by his physician for a blood glucose of 280 mg/dl on the physician's meter.

Manufacturer narrative:
The 510 (k) # is k062195. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.